Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery, failed battery test alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer insulin pump had low battery. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.